Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple low battery warnings and a replace battery alarm associated with the same battery. Multiple replace battery alarms were observed in the alarm history. The battery compartment was observed to be intact. The battery cap was not returned with the pump; a test battery cap was able to fully tighten on to the pump with no power loss. The short battery life was not duplicated during testing. The pump cover was removed and no internal defect was found. Unrelated to the complaint, the audio bolus button cover had a tear.